Event description:
It was reported that an ilet pump did not power on after one hour on a charger until the user switched to a different wall outlet, after which the pump immediately powered on and began charging. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included customer troubleshooting and education that identified the original outlet as the likely cause and confirmed device function after outlet change. Investigation of this case revealed that the pump and charger operated as designed when connected to a functioning power source, indicating a power supply issue external to the device rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use error related to a nonfunctioning power outlet.

Manufacturer narrative:
Initial.